Manufacturer narrative:
Further investigation is ongoing, additional information will be provided via a follow-up report. The association between coopervision lenses and the event is unconfirmed.

Event description:
Minutes after instilling the lens the patient began to experience discomfort and a burning sensation and removed the lens from the eye and noticed the eye became red. The patient sought medical treatment the following day and was diagnosed with chemical keratitis. The patient alleges they have undergone a few months of treatment and have nearly recovered. The patient also alleges that the lens appeared larger in size. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Further investigation cannot be completed as lenses were returned open in used condition and no lot number was supplied. No similar complaints of this nature have been received for this product. A root cause cannot be established.